Event description:
It was reported that the customer's device would not stay powered on. There was patient use associated with the reported event; however, there was no adverse effects reported to have been caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.the cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed an engineering analysis of the downloaded data from the device and was able to verify the reported loss of power issue. It was observed that the device lost power on two separate occasions. The device did pass functional and performance testing with no discrepancies observed. The cause of the reported failure could not be determined.